Event description:
During a remote follow-up, episodes of myopotentials oversensing resulting in pacing inhibition were observed on the device. The patient is not pacemaker dependent. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.